Manufacturer narrative:
S/w version 3.0 d. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test test at 0.08730 inches. No excessive no delivery alarms noted. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The blood glucose level was 1001 mg/dl. Customer¿s current blood glucose level was 81 mg/dl. Customer treated with insulin shots. Based on customer reports the customer was alleging the insulin pump because the blood glucose was going too high. The customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. The customer was off the device prior to hospitalization for greater than 48 hours. Customer also stated that the drive support cap was normal. The product will return for the analysis.